Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated; however, the complaint was confirmed. It was determined that the device failed two tests assessments. It was further determined that the device was functional but had too little power. It was also determined that the motor showed signs of wear, but there was no evidence of improper repair or production. Additionally, the saw housing was damaged by the sawing template. The assignable root cause was determined to be due to excessive strain/wear from normal use and servicing. An assignable root cause was not determined for the weak engine performance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the saw device was blocked and would no longer cut while the air oscillator device was vibrating without cutting. There was a ten minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.